Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt. Pump error 35 unknown. Missing segments or partial display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm and solid white display. The customer was not able to clear the alarm. The customer could not see the clock on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.